Manufacturer narrative:
Correction: section h6: as part of an internal review of our mdrs it was identified that the medical device problem code(s) 4013 was not included, the health effect impact code 4632 was not included and the component codes 4755 and 3067 were not included. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Number: (B)(6). Device has not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that posterior capsule rapture occurred while surgeon was polishing with the irrigation/aspiration handpiece during procedure. An anterior vitrectomy was performed and procedure was successfully completed. It was alleged that the handpiece tip might have had burrs.